Manufacturer narrative:
Patient city: (B)(4). Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient got hospitalized from (B)(6) 2020 for 2-7 days due to high blood glucose levels of above 600 mg/dl. The patient was having diabetic ketoacidosis, resulting in permanent vision loss, pulselessness, myocardial infarction, cardiac arrest, and subsequent septic shock. Patient was placed on a ventilator, shock paddles were used along with CPR (cardiopulmonary resuscitation) after 23 minutes, heartbeat was regained. No further information available.